Event description:
The quality assurance technician reported that during bench testing of the device in the quality assurance laboratory, there was a leak at the external air input on the electronic patient gas system (epgs). There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.